Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set tubing detached on (B)(6) 2026. The patient had been sitting at a desk and stood up after coughing. The infusion site was on the abdomen. Customer reports set has been in use for: 1 day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom.